Event description:
Boston scientific received information that the patient's non boston scientific right ventricular (rv) lead exhibited low impedance measurements of 170 ohms as well as high thresholds. This behavior caused a lead safety switch to occur. At the next follow up visit, it was noted that this lead also exhibited high out of range impedance measurements of greater than 2500 ohms. During the explant of this lead, when removed from the device header, the lead pin appeared to be compressed and had a dent in it. The physician stated that they suspect the header setscrews to be pinching down on the lead pin causing the clinical observations. As of today, no adverse patient effects were reported. It is unknown if the device and lead were explanted or remain in service.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.